Manufacturer narrative:
This is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: impella cp was inserted via right femoral arterial access in a 50-year-old male patient for an acute myocardial infarction and cardiogenic shock indication. The patient¿s comorbidities were not provided. The patient¿s clinical state was society for cardiovascular angiography and interventions shock stage e. During insertion it was reported that the optical sensor was not functioning on the impella cp device. Despite this observation, the physician proceeded with device placement due to the patient¿s critical condition. The device was placed and used for ongoing support despite the noted issue. During support pump flows were adequate at 3.1-3.2 liters/minute for the performance level of p8, with purge fluid of d5w with sodium bicarbonate. The patient expired on day 3 of support, when care was withdrawn. Patient death is likely due to the underlying condition of advanced cardiogenic shock. Clinical narrative updated 2026-7-16: upon clinical review, no narrative update is required. The death is considered dissociated from the reported events, as there was no interruption of impella support and no impact on hemodynamic support.